Manufacturer narrative:
The investigation performed on the data log files identified the cause of the three first crashes was a slowdown of the pc, but the cause of this slowdown could not be determined. The last crash was found to be due to a vigilance device failure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that multiple device shutdowns occurred during a surgery.